Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: investigation revealed that the audio bolus button cover was peeling. The audio bolus button was responsive during testing, however when the button cover was removed, investigation revealed that the button slug was misaligned. Additionally, investigation revealed that the battery compartment was cracked.

Event description:
The pump was returned for investigation. Investigation revealed that the bolus button slug was misaligned and the battery compartment was damaged. This report is made based on results of investigation completed on 06/16/2015.